Event description:
This rv lead was implanted on (B)(6) 2017. A call was placed to technical services on 8/10/2017 stating that this lead had dislodged. A surgical procedure was performed wherein a new lead was implanted .. The physician was dr. (B)(6) at (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).